Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk hinge fixed tibial insert - ref. 02.09.0212h / lot 120010 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) belonging to this lot have been already sold and no other incidents have been reported up to now. A released screw can be highly likely associated with a non complete tightening during the primary surgery.